Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d9: device is available for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, it is likely that the reportable malfunction was due to stress applied to the connecting tube, possibly because the user applied stress in the wrong direction. Another possible cause is that the tube was not properly connected until it clicked, leading to foreign material adhering to the joints. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the connecting tube was broken. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.